Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited loss of capture and infinite impedance in both unipolar and bipolar settings. The lead was suspected for fracture. A lead replacement procedure was performed, and the lead was abandoned. No patient complications have been reported as a result of this event.